Manufacturer narrative:
Batch review performed on 11 december 2020: lot 174563: (B)(4) items manufactured and released on 13-nov-2017. Expiration date: 2022-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved in the event: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 186070. Batch review performed on 11 december 2020: lot 186070: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to pain. One month after the primary surgery, the patient had a heart attack. After recovery, pain occurred again. Tibial insert and tibial tray have been revised successfully after 1 year and 3 months from the primary surgery.

Manufacturer narrative:
Visual inspection performed by medacta r&d knee manager: revision surgery of a gmk sphere implant after 1 year and 2 month from primary for pain. Tibial baseplate and tibial insert have been replaced. From visual inspection of the explanted components returned for analysis, we can notice that the articular surface of the tibial insert seems to be more worn than expected after 1 year of implantation. It presents small craters on the articular surfaces most likely caused by a third body. With the information in our hands, it is not possible to assess any reasons for pain. There is no evidence that the event is related to a faulty device.